Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 8/31/2023, it was reported by a facility representative via email that the end of a drill bit from an internalbrace implant system for ligament augmentation repair broke. While the surgeon was performing irrigation and debridement of the ankle, the drill bit broke and is retained in the medial talus. No further information has been provided. Additional information received on 9/11/2023: this was discovered during a procedure on (B)(6) 2023 that the drill bit from an ar-1688-cp kit broke. The broken fragment remains in the patient's talus. It is unknown if the case was delayed, or if the patient received additional anesthesia. The facility representative is also unaware if the patient suffered any significant damage or symptoms during or after the procedure. The case was completed with the internal brace implanted in the talus. The tape was then passed into the anteromedial laceration and the talus was held in a reduced position and the tibia limb of the internal brace was placed. No further information is available.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Upon visual inspection, it was noted that the distal end of the flutes of the returned drill bit for swivelock 2.7 mm (c8867-02 rev 3) was broken. No broken pieces were returned for investigation. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.